Event description:
A report was received that the patient was experiencing a burning sensation at the ipg site. It was noted that the area looked discolored. It was believed that the burning sensation was not device related. The physician prescribed some medication.